Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier did not have enough clamping force to engage the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed that the issue occurred while attempting to apply the clip and that there was no patient harm due to the issue. The instrument appeared to not have enough force to clamp the clip. The reporter informed that there was no additional information available from the site.